Event description:
Caller reported that a pump malfunction occurred in late september. There was no adverse impact on the customer's blood glucose level. Caller independently resolved the issue by resetting the pump, allowing the battery to die, and then recharging it. Technical support completed a reset with the customer and discussed a software update in relation to an additional malfunction case. No further action was required, and the case was closed.